Event description:
It was reported that patient was presented prior to procedure. During interrogation it was discovered the left ventricular (lv) lead was non-functional lead. During procedure the right ventricular (rv) lead was broken while attempting to explant. The physician elected to explant the rv lead and cap the remaining portion of it. The lv lead was detached from the generator. The patient condition was stable.related manufacturer reference number: 2017865-2023-21463.